Manufacturer narrative:
Initial reporter zip code and telephone number: (B)(6). (B)(4).

Event description:
It was reported the first anchor had come loose from the needle while introduced into the knee joint, before coming into contact with any tissue. A backup device was available to complete the procedure. The surgeon opted to cancel the procedure. No patient impact was reported.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated.